Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for this event. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with unspecified antibiotics (5 days, dose and route not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.